Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that chatter and oversensing were observed on the electrocardiogram after the implantable cardiac monitor (icm) was inserted in the patient. The physician will continue to monitor closely. The device remains in use. No patient complications have been reported as a result of this event.